Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to the initial reporter: percutaneous access with pro glide closing device. Access were small and pre-dilatation was performed first. Pre ballooning of the left access was probably a 7 or 8 mm to prepare femoral iliac axis. Diameter of access vessel was 6-7 mm with some calcifications but again disease is from the access site. Introduction of the delivery system, delivery and treatment of the aneurysm were easy and result achieved but external iliac occluded. At access control after retrieve of the delivery system, the external iliac was occluded. The physician suspected a plaque move on the closing device. He think that when he pulled the wire to seal the artery he probably moved a calcified piece who closed the arteries. He therefore preformed an open of the left groin and enterectomy of the access site and patient recovered arterial flow without damage. Point of view of the physician, this incident is not stent graft related but closing device related. Because it was clearly occluded at level of the access site , were the closing devices were implanted. Physician made an open access to the left femoral, treated the disease with an endarterectomy and fixed the occlusion of the artery. This is why the physician believe that this incident is related to the procedure and not a cook device. Patient outcome: the thoracic stent graft did remain inside the patient¿s body. The patient did require an additional procedures due to this occurrence, a open repair and endarterectomy of the access site. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: 70-year-old female patient had a tevar (thoracic endovascular aortic repair) performed for an aneurysm (location unknown). Access was gained via the external iliaca and was described with ¿some calcifications¿. Pre-ballooning was performed due to small access vessel and the implantation of the stent graft (zta-p-30-155, complaint device) went successfully. An occlusion was observed at the access site after the physician had retrieved a closing device (proglide closing device). The physician made an open access to the left femoral artery and performed an endarterectomy with recovered arterial flow and no further complications have been described. The physician suspected that a plaque/¿calcified piece¿ moved while using the closing device. The device was not returned (implanted). No planning size sheets, photos, or imaging were provided. No evidence to suggest that the product was not manufactured according to specifications. Based on the provided information it is not possible to establish an exact cause. Due to the timewise close relation to the use of a closing device it seems likely that the use of the closing device could result in a dislodgment of a piece of plaque (embolus), also indicated by the user. Conclusively, the event has been assessed a side-effect inherent to the procedure. No information is assessed to indicate a fault device. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.